Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient¿s battery was overdischarged. There were no factors reported that contributed to the overdischarge. It was reported that the rep performed a trickle charge three times and then surgical intervention occurred and the patient had the ins replaced. The ins was replaced on (B)(6) 2018. It was indicated that the ins was already returned. The event occurred in (B)(6) 2018. The issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the patient's ins had been returned. The rep indicated that they had no further information to report. No further complications were reported/anticipated.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulator battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2017 and the battery was charged to 3.865 volts. On (B)(6) 2017 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The conclusion code, method code, results code no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.